Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with loss of sensing on the atrial lead at device check. There were no other electrical anomalies noted. No additional information was available.